Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a nissen procedure, when the device was opened, the tip of the blue trocar was cracked. The procedure was completed with another like device. There was no patient consequence.